Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors. It was stated that the insulin pump had rainbow effect and screen dimming on screen making difficult to see, hairline cracks in reservoir compartment, treading in battery compartment worn making difficult to seal cap, had to change batteries in less than 7 days, insulin pump rejected new room temp batteries, insulin pump buttons need to be pressed harder to work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.